Manufacturer narrative:
After returning for a follow-up venogram several years after having a vena cava implanted it was noted that the filter had fractured along more than one strut. All of the fractures were isolated and no struts had been separated from the filter. Given that this filter was implanted several years ago, there seems to be a high level of endothelialization with minimal risk of strut separation and potential strut embolism. Venogram showed the filter to be open and free of clot. The patient showed no adverse signs or symptoms related to this fracture. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the paucity of clinical information and lack of images regarding the filter, the exact etiology of the filter fracture cannot be definitively determined.

Event description:
Trapease ivc was implanted several years ago. Patient returned for follow up venogram which showed the filter had fractured along more than one filter strut. All fractures were isolated and no struts had been separated from the filter. Given that this filter was implanted several years ago, there seems to be a high level of endothelialization with minimal risk of strut separation and potential strut embolism. Venogram showed the filter to be open and free of clot. The patient showed no adverse signs or symptoms related to this fracture.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.